Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
The patient called because the housekeeper found a puddle of solution under the cycler itself. The patient believes it happened on (B)(6) 2017 because he noticed that the supply bag on the bottom shelf of the cart was covered in solution but he didn't think of anything of it. The patient doesn't know where the fluid was coming from and doesn't have the supplies anymore. The patient states he believes it is leaking from the cycler itself. The cycler was replaced. Additional information has been request, but not received.